Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins). It was reported that the patient said they charged the controller, and then it started saying 'settings not available'.  They said they had it at a low level for when they were sleeping but since then they haven't been able to raise stimulation up to where they normally have it because of the settings not available screen. The patient says their "pain level is through the roof." Patient services (pss) had patient reset controller, and they still get settings not available. Pss had them turn stimulation off then on again, and they were still not able to raise settings. The patient says they had a fall a couple weeks ago and just saw the doctor last tuesday and had the pump checked but not the stimulator.  The patient reported that she was unable to increase stimulation due to receiving the settings not available message. The patient has fallen 8 times since (B)(6) 2021. No other external factors were noted to be contributing to the issue. The manufacturer representative checked lead connections which revealed that electrodes 9 and 13 were bad. A comprehensive impedance check was performed which revealed that electrodes 0, 8, 9, 12 and 13 were showing as avoid or open. Many other electrodes with impedances ranging between 400-500 ohms. The manufacturer representative was able to program around the affected electrodes and achieve good coverage. The patient now has the ability to increase the intensity as desired. The issue was resolved at the time of the report.